Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/sep/2018. Philips technical support had the customer check for voltage coming off the power supply. The power supply had zero volts. The customer was provided with the part information to replace the power supply. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the unit had no power and the power supply had no voltage. There was no patient or user harm reported. The event date was not specified; estimate used.